Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations of an error and smoke were not confirmed. The allegation of tissue pad being worn was confirmed. In addition, there were traces of contact with the probe on non-insulated parts. There were traces of contact with a non-insulated part on the tip of the probe. When the grip was closed and the seal mode was output, a seal short-circuit error (u511) occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, during a therapeutic distal pancreatectomy, smoke came out from the thunderbeat tissue pad. It was probably burnt out, but after using the device a few times it became unusable. The customer could not see any peeling of the tissue pad, but the sales representative stated it was quite worn. There was no internal shedding. A short-circuit abnormality occurred towards the end of the procedure, and the error never stopped ringing. The procedure was completed without delay, using a replacement device (thunderbeat). There was no report of a need for additional anesthesia or patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 (healthcare professional was inadvertently selected in the initial medwatch report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we infer that the incident "worn out tissue pad" occurred due to the following mechanism. 1. During seal and cut output, the tissue pad was severely worn out because nothing was being grasped between the gripping section and the tip of the probe (including the tissue that had been cut). 2. Due to the tissue pad being worn, the probe came into contact with the non-insulated part. 3. A short circuit error occurred because the seal and cut output was performed while the probe was in contact with a non-insulated part. There were also contact marks. The event can be detected/prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.". Olympus will continue to monitor field performance for this device.